Event description:
A cartridge alarm was reported by the customer. The impact on the customer¿s blood glucose level was high, though the specific value was not known. To address the issue, the customer administered a correction bolus via the pump, and customer service determined that a pump replacement was necessary. Customer continued to use pump for insulin therapy